Event description:
It was reported that (2) atb45 were used during a video assisted thoracic surgery procedure. It was reported by the affiliate that the staples malformed. Opened another device to complete the case. No adverse pt outcome.